Manufacturer narrative:
Product ID: 8731, lot# b002523n02, implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was reported by a healthcare professional (hcp) via the company representative regarding a patient receiving dilaudid from an implanted pump. The indication for use was non-malignant pain and other non-malignant pain. On (B)(6) 2016 it was reported that the catheter was accidentally cut in a spinal surgery on (B)(6) 2016. It was noted that there was a piece of the catheter in the intrathecal space and the surgeon was asking if they need to open the patient up to remove it. No patient symptoms were reported. The rep later reported that the catheter was repaired and the segment retrieved from the intrathecal space. Additional information was reported by the rep on 2016-08-02. The surgery was to fix scoliosis and the catheter was cut by mistake. It was noted that there was no prior device issue and the pump and catheter are now working fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.